Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead remain in service. Furthermore, the rv lead was repaired due to lead insulation damage. Additional information received indicates that the pacemaker was explanted due to product performance issue. However, the field representative validated that the extraction was due to infection with sepsis and product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and the rv lead was repaired due to lead insulation damage. This rv lead remains in service. No additional adverse patient effects were reported.